Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an abdominal hernia repair procedure in 2012 and mesh was implanted. The patient reported that the mesh had failed which required additional surgery. The patient underwent a second hernia repair in 2017. No additional information was provided.